Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7122 competitor lead, (B)(6) 2013; 1582 competitor lead, (B)(6) 2008; 435-05 competitor lead, (B)(6) 1996; ddbb1d1 ICD, (B)(6) 2013, 4081-58 lead, (B)(6) 1996. (B)(4).

Event description:
It was reported that the patient developed endocarditis. The implantable cardioverter defibrillator (ICD) and leads were explanted and a temporary pacing lead was placed. No further patient complications have been reported as a result of this event.